Event description:
During a laparoscopic cholecystectomy procedure, the clip lacerated the cystic duct. The surgeon applied another clip. The patient's status is satisfactory.

Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.